Event description:
The 5 french double lumen umbilical catheter had a hole in it. The line was inserted and verified via x-ray when provider noticed it was leaking when flushed. Upon further investigation, the hole was noted in one of the lumens. The line was then removed and a new one was inserted.